Manufacturer narrative:
Device evaluated by MFR.: investigation completed. Device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal blade sections were exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was at 0.0435 inch. A visual examination revealed that the midshaft was stretched for a distance of 16 mm proximal to the port bond and the midshaft was subsequently detached in this area. The midshaft was also kinked at several locations along its length. This is evidence of excessive tensile force being applied to the device. The balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During preparation, it was noted that resistance was encountered when removing the blue balloon protector from the catheter and the shaft broke at the monorail port. Procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was good.

Event description:
It was reported that a shaft break occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon¿ was selected for use. During preparation, it was noted that resistance was encountered when removing the blue balloon protector from the catheter and the shaft broke at the monorail port. Procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was good.